Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damage. The customer's blood glucose was 11.1 mmol/l. There was scratches on the insulin pump screen. The troubleshooting was performed. The customer can not read the insulin pump screen and insulin pump was not functioning as designed. The customer was advised to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment/partial display anomaly during test. Insulin pump received with minor scratched lcd window. (B)(4).